Manufacturer narrative:
Product complaint # b)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. How many reservoirs were used during the patient event? One device. What was lot of the product used/tried with the patient? No further information is available. Are all of these 11 samples from 3 different lots used products? These 11 samples were unused products. Are all of these 11 samples from 3 different lots unused samples returned for analysis? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2021. Additional information was requested and received. 11 products will be returned (possible lots) j2025876, j2025487, j2024577. Additional information was requested however not received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. How many reservoirs were used during the patient event? What was lot of the product used/tried with the patient? Are all of these 11 samples from 3 different lots used products? Are all of these 11 samples from 3 different lots unused samples returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 reported condition not confirmed. H3 evaluation: product received for analysis. Retain sample of lots were checked visually and no defect related to complaint was observed. (B)(4) samples of lot j2025876, (B)(4) sample of j2025487 and (B)(4) samples of j2024577 were received for investigation during evaluation of samples of lots, no abnormality found during visual inspection. The torn tip of the drain was not received for analysis. So further investigation could not be performed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Lot # j2025876, manufacture date oct 12, 2020, expire date oct 31, 2025 , lot # j2025487, manufacture date oct 3, 2020, expire date oct 31 2025 , lot# j2024577, manufacture date sep 19, 2020, expire date sep 30 2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Specific orthopedic procedure name? No further information is available. How was the drain secured? No further information is available. Were there any anomalies with the drain: appearance, damage or function prior to use? No further information is available. Was the drain checked for patency during the procedure? No further information is available. Did the drain function as intended? Yes. Were there any anomalies with the drain: appearance, damage or function after use? No further information is available. Product lot number of drain? No further information is available. Patient¿s current status? The patient has been discharged from the hospital. What is the surgeon¿s opinion of the event on the patient consequences? Since the suture site and the drain placement site were separated, there was no possibility that the drain was caught during suturing. When the surgeon pulled out the drain, he felt resistance and felt that the drain was torn. No further information will be provided. Qty to be returned: 11.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2021 and a drain was used. When removing the drain after surgery, the surgeon felt resistance, and the tip of the drain was torn. Reoperation was performed and the broken tip was removed from the body. The surgery commented that he doesn't remember applying a needle during the operation. Further details are not provided. Additional information has been requested.